Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the display is very dim and will not adjust. One of the corner is completely black. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Troubleshooting technique by the customer remedied the reported condition. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.